Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the cs300 iabp unit and could not duplicate the reported error, and no electrical faults were found in the logs. Unrelated to the complaint issue, the fse installed new datasettes which is part of a current field action. All functional and safety tests were passed to factory specifications, and the iabp was released to the customer for clinical service.

Event description:
Customer reported that electrical test fails code #5 (68020 code transfer to dram did not verify correctly) occurred on the cs300 intra-aortic balloon pump (iabp). The circumstances of event occurrence is unknown, but there was no patient involvement and no adverse event was reported.